Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the bottom jaw broke off. This was discovered before surgery. The most likely cause(s) for the reported failure is mechanical damage, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.

Event description:
On 10/21/2021 it was reported by a sales representative via sems that an ar-12990 knee scorpion has a broken jaw. No patient affect.